Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) and svc (superior vena cava) defibrillation coils were beyond the expected upper range. Impedances are all out of range (oor) at 254 ohms. (B)(4).

Event description:
It was reported that there was high impedance on the superior vena cava (svc) and high voltage b (hvb) coils. It was found that there was a loose set screw on the implantable cardioverter defibrillator (ICD) header. The lead was reseated in the header and impedances were within normal range. The device is still in use. No patient complications have been reported as a result of this event.